Event description:
It was reported that a progav 2.0 shuntsystem (#fx433t) was implanted during a procedure performed on an unspecified date. According to the complainant, the connected ventricular catheter of the control reservoir slipped off. An additional surgery was required on (B)(6) 2025. No patient complications were reported as a result of the procedure. The complained device is still implanted.

Manufacturer narrative:
Conclusion information: the reason for the disconnection / slipping cannot be explained from our side. The new inlet spout (part of a design change) is identical in size to the outlet spout and is identical to the old design. Additionally, the connection to the catheter is also identical to the previous spout of the reservoir. Therefore, the complained disconnection cannot be caused by the new design. The connection to the ventricular catheter is made exclusively in the surgery and must be performed by the surgeon.